Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was outside of the device. Both haptics are folded-in typical of advancement in the device. The optic edge is damaged. This may indicate the lens stop wasn¿t removed before the plunger was advanced. The damage may also indicate a plunger underride. No problem was found with the plunger. It moves freely in the device. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. The root cause for the reported event cannot be determined. No problem was found with the plunger. It was not stuck upon return. The device was returned with the plunger at mid-nozzle and the lens removed from the device. The optic edge was damaged. This edge damage may indicate that the lens stop was not removed before advancing the plunger. It may also indicate a plunger underride. Either of these occurrences may have been interpreted as a stuck plunger. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There is one other complaint in the lot. Additional information was requested. (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the plunger stuck while trying to inject the lens into the patient's eye. There was patient contact, but no patient harm. The procedure was completed with back up product. Additional information was requested.